Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed that the power consumption was increasing in a gradual fashion. Technical services (ts) reviewed and recommended the timeframe for replacing this device. The device currently remains in service. No adverse patient effects were reported.